Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen and confirmed that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). Visual inspection of this touchscreen revealed a significant amount of a film-like layer of contamination on the user side of the touchscreen where caregivers would utilize the touchscreen to make changes to the v60 and v60 display. The field service engineer recommended that the touchscreen should be replaced since the blurriness possibly stemmed from cleaning the touchscreen with a chemical or abrasive pad. The technician verified that the contamination was removable from the touchscreen.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was very blurry. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the blurry touchscreen was possibly due to cleaning the touchscreen with a chemical or abrasive pad. The rse advised the customer that the touchscreen should be replaced for repair. The investigation is ongoing.